Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient experienced abdominal pain and was feeling unwell. The patient went to the ER. While in the ER it was noted that finger sticks were taken at different times the cgm reading was 210 mg/dl, and the blood glucose reading was 363 mg/dl, the cgm reading was 151 mg/dl, and the blood glucose reading was 240 mg/dl, and the cgm reading was 152 mg/dl, and the blood glucose reading was 110 mg/dl. The patient believed the inaccurate cgm readings led to incorrect insulin delivery, causing him to feel lethargic and dizzy. The patient was treated with intravenous fluids, saline and pain medication, and with ¿their own¿ insulin. The patient was discharged after 6 to 7 hours. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.